Manufacturer narrative:
(B)(4). Patient age information given as only the number "(b)(6 " and was assumed to be (B)(6) years. A follow-up report will be submitted if additional information is found to be contradictory.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed errhwbat. No additional patient or event information is available.no product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. The receiver log was reviewed and hardware battery errors were observed. The reported customer error icon event was confirmed during log review. A root cause could not be determined.